Manufacturer narrative:
During a follow up call with the customer, a biomed, it was confirmed that the issue was isolated to the avl video baton 3-4. They found that when the cable was flexed near the baton's connector, the image would disappear. The customer also indicated that the baton has been removed from service. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 10-sep-2010 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However, it is likely that the age of the device, seven (7) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4 and avl video monitor, the image would disappear. The end user was able to complete the procedure using the system with no delay. No harm to patient or user was reported.